Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Troubleshooting with tandem technical support was performed. The pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (340 mg/dl). Customer delivered an injection to stabilize blood glucose levels. Reportedly, customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
Corrected data: b5 and h6 device code is in addition to initial reported information.

Event description:
It was reported that the wake button has stopped functioning. Troubleshooting with tandem technical support was performed. The pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (340 mg/dl). Customer delivered an injection to stabilize blood glucose levels. Customer followed up with technical support and stated that basal delivery was longer working.